Event description:
On (B) (6) 2010, pt arrived in emergency with presyncope. ECG from emergency demonstrated loss of ventricular capture. Later testing of device with programmer demonstrated normal system (device and leads) functioning. The pt should come back for additional investigation (x-ray, provocative testing...). On (B) (6) 2010, the manufacturer was informed that the device was explanted and will be returned for analysis.

Manufacturer narrative:
On (B) (6) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.